Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided by st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) states, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that following a percutaneous coronary angioplasty (pca), an angio-seal was selected for use. A pre-deployment angiogram confirmed criteria by the IFU for angio-seal use. The entry site appeared to be on the lateral side of the vessel with no bleeding or hematoma. The next day, the pt was discharged. Ten days later, the pt presented with pain on the groin and leg. The physician took the pt to the interventional radiology lab and did a foxhollow procedure, where they used the silverhawk catheter and pulled out pieces of the collagen plug. The sales rep reviewed the angiogram before the procedure, and there was good flow in the right femoral artery. The pt was reported in stable condition, but still hospitalized.